Event description:
A patient with an implantable cardiac defibrillator was found to be deceased. Information identified in the manufacture¿s data base, indicated the patient died approximately two months post implant of the ICD. A cause of death was requested and not received.

Manufacturer narrative:
Attempt(s) for additional information with the physician and funeral home were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID: bsx-lead, implanted: (B)(6) 2007; product ID: 5076, implanted: (B)(6) 2007. (B)(4).